Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on bus. A field service engineer asked the customer to attempt recovery; however, drawer 2.2 was not detected on the bus. The station was a two-drawer main unit placed on a countertop with no additional space and minimal support from the front legs, requiring relocation to perform the repair. A rolling cart was used as a temporary, non-ideal support while the main was carefully slide onto it with the customer stabilizing the cart, powered off the station, opened the rear of the main and drawer 2, reseated all cables, and reassembled the drawer, powered the system back on, after which the customer logged into the application and successfully recovered the failure. The two-drawer main was then lifted back onto the countertop. Informed the customer that the setup was unsafe and should be addressed by the pharmacy, final drawer recovery and functional verification were completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, r-sds1 device was not detected on the bus. I rebooted it several times but was unable to recover any of the storage spaces on the entire device. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.